Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had an error 255-12-275, which was identified as a user error. The tech support advised nick to ensure the 8015 was connected to ac power prior to connecting to system maintenance due to an error code was not able to replicate the error when powered on the pcu in normal. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-12-275. There was no patient involvement.